Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: the pump history was unable to be downloaded during investigation. The pump was returned with a cracked battery compartment above and below the bumper pad and had corrosion in the battery compartment. The battery cap was able to secure to the pump and the pump powered on with audible and vibratory alerts but the display remained blank. The pump was unable to complete full power testing related to the blank display screen. A leak test was performed and found a leak from the battery compartment cracks. The pump was opened and internal moisture damage was found on the printed circuit board and other internal components.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 33 mmol/l with nausea related to a power issue on the pump. The reporter indicated that the pump battery compartment was noted to be cracked related to the power issue but confirmed that the battery cap o-ring was not visible at the time of the event. The reporter confirmed that there was no moisture was noted inside the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with a power issue on the pump.